Event description:
It was reported that a user began eating without announcing the meal while blood glucose was approximately 100 mg/dl and trending down, then rose to about 160 mg/dl with an upward trend; the user asked whether to announce more than 30 minutes after starting the meal and was advised not to, with education provided that late announcements can cause insulin stacking and that the device¿s correction algorithm would address elevations above 180 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included customer education and troubleshooting regarding proper meal announcement timing and expected automated correction behavior. Investigation of this case revealed user technique error related to a missed meal announcement, with device performance consistent with design expectations for automated correction above the threshold. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement timing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.